Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - on (B)(6) 2012 a new ICD was connected to this lead. On the (B)(6) 2014 the patient arrived to the clinic after receiving 5 inappropriate shocks due to noise on the rv lead. After interrogating the device we learned that all the technical parameters of the rv lead were good from the day of the implantation: pacing impedance- 535 ohms, pacing threshold- 1.1/1.5 v/ms, r wave- 9.6 mv. The physician decided to perform rv lead revision on the (B)(6) 2014.